Event description:
The customer called to report a constant tone while he slept. Troubleshooting was performed, and the constant tone continued, as well as an error alarm and frozen screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and constant tone alarm due to corrosion on the electronics. Unable to verify the frozen screen or error alarm, due to the blank display anomaly.